Event description:
Screw would not grab.

Manufacturer narrative:
(B)(4) 2014, received call from vilex account manager that a doctor performed surgery on (B)(6) 2014. During surgery doctor attempted to implant a f30-18t-11 (3.0x18mm) screw, lot number unknown, but the screw would not "grab." Account manager suggested using a slightly longer screw a 3.0x20mm screw. The 3.0x20mm screw was implanted with no issues. Account manager was to return the suspect screw. The screw in question was not returned to vilex, after multiple attempts to contact the account manager and requested the return of the product. Without the product, no evaluation could be completed. With the lot number unknown, no evaluation could be completed on a screw from the same lot. A review of complaint history reveals that no other complaints have been filed against this product. If more information should become available, a supplemental report shall be filed.